Manufacturer narrative:
Reason for follow up MDR: intera oncology reviewed all complaint information alleging the release of methylene blue flashes from the pump. The previous mdrs (3015537318-2025-00001, 3015537318-2025-00002, 3015537318-2025-00008, 3015537318-2025-00016 and 3015537318-2025-00017) were conservatively filed. Therefore, moving forward, intera oncology will not file new MDR's related to "flashes" of methylene blue. This is due to the most likely root cause of "a flash of" methylene blue is due to an innate design characteristic of the device that does not represent a device malfunction or use error. This root cause was confirmed in our internal design testing. In addition, no adverse events or injuries were reported in any of the previous mdrs. Furthermore, this decision was made with the guidance of our medical affairs specialists and in consultation with our regulatory consultants. As previously mentioned, intera oncology will not file mdrs for new complaints related to flashes of methylene blue.

Event description:
Intera oncology received a report of release of methylene blue when pump was accessed for patient's first refill. The residual volume was 5ml.

Manufacturer narrative:
The device history record, rtr-0883-20001 ln 28851824, was reviewed. The pump was manufactured on april 22, 2024. There were no nonconformances pertaining to this serial number. The device met all specifications prior to release from manufacturing. Intera oncology communicated with the clinic and confirmed the patient did not physically experience adverse effect. Intera oncology has been investigating the causes of the release of methylene blue from prior complaints. Three tests were conducted on january 10, 2025, and january 29, 2025, by testing retain samples from different lot and serial numbers. Three hypotheses were posed prior to tests. Three tests were conducted to reproduce these hypotheses. However, the version of hypothesis #1, where catheter and bolus pressures were controlled, was confirmed to be the cause of the "blue flash". The other two versions of hypotheses were discarded. In conclusion, when a refill needle is inserted into the pump septum so the bolus pathway is open, arterial pressure can push the fluid remaining in the bolus pathway into the space between the two septa. When the refill needle is removed, the valve is closed so the space between the two septa becomes isolated from the rest of the bolus pathway, but this space remains pressurized. If there is residual methylene blue in the bolus pathway after the procedure, the blue dye can get pushed back and pressurized in the space between the two septa. Upon the next refill, as the refill needle releases the pressure between the two septa, the methylene blue caught in that space exits into the syringe and causes the "blue flash". This phenomenon is normal and does not indicate any malfunction of the pump.

Event description:
Intera oncology received a report of release of methylene blue when pump was accessed for patient's first refill. The residual volume was 5ml.